Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was surgically explanted for an unspecified reason. The explanted device has been returned for analysis. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Additional information received advised the device was explanted and replaced due to normal battery depletion. There was no allegation the device did not perform as expected. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was surgically explanted for an unspecified reason. The explanted device has been returned for analysis. This is all the information provided, and additional information has been requested. Outside of surgical intervention, no adverse patient effects were reported.